Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3587a25, lot# n165959, implanted: (B)(6) 2009, product type: lead. Product ID: 3587a25, lot# n165964, implanted: (B)(6) 2009, product type: lead. Product ID: 3587a25, lot# n171547, implanted: (B)(6) 2009, product type: lead. Product ID: 3587a25, lot# n169842, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#, (B)(4)) found the connector was bent.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient's recharger (insr) was not charging. The screen was going blank. The green light was on and the connector pin was plugged in securely. The patient was able to charge successfully a few days prior to (B)(6), which is when problems were thought to have started. The patient was currently not feeling stimulation. The patient had a "broken back" and was just released from rehab on monday and was reportedly in a lot of pain. The patient was reportedly not strong enough to get the charger out of the case. It was further reported that the desktop charger (37761) connector tip was bent and couldn't recharge the recharger (37751). Anomaly appeared to have occurred through product use. No indication of patient harm was reported. The desktop charger was returned and analysis of the device found the connector was bent. Additional information has been requested regarding the outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.